Event description:
During an in clinic follow-up, high capture threshold and high pacing impedance was observed on the right ventricular (rv) lead. The physician alleged a lead fracture to be the cause of the event, however, this was not confirmed visually or via diagnostic imaging. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.